Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00573. This report is being submitted as additional information. Approximate age of device - 3 years and 11 months. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. Review of the submitted log file appeared to show the system operating as intended. The pump remained above the low speed limit for the duration of the log file and no atypical alarms were captured. As of (B)(6) 2018, the patient was neurologically at baseline with mild left pronator drift. The patient¿s ldh had returned to baseline, without treatment. The patient was hemodynamically stable on therapeutic heparin and had just resumed asa on (B)(6) 2018. The patient¿s status was being monitored while anticoagulating and resuming antiplatelet therapy. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted for subdural hematoma. The patient denied trauma at time of presentation. The patient¿s lactate dehydrogenase (ldh) at time of presentation was 547 u/l with subsequent peak to 1229 u/l (baseline 330-440 u/l). On (B)(6) 2018, the patient underwent right-sided craniotomy for evacuation of hematoma, epidural and subgaleal drain placement due to expansion of bleed with midline shift. On (B)(6) 2018, the patient was hemodynamically stable, taking heparin and acetyl salicylic acid (asa) with ldh 303 u/l. Neurologically at baseline with mild left pronator drift. No additional information provided.